Event description:
Baxter (B)(4) received a report that one (1) infusor was leaking. This occurred during filling. The device was filled with fluorouracil 4400mg in sodium chloride 0.9% bp. There was no patient involvement reported for this complaint. The actual sample is available. No patient injury or medical intervention reported during the initial report. No additional information available.

Manufacturer narrative:
(B)(4) - the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Approximately 20 minutes after fill, slow leakage was noted at the junction of the tubing and the luer. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.